Event description:
It was reported to nova biomedical that a consumer received a result of 148 mg/dl on their blood glucose meter. Twenty minutes later, the consumer experienced a hypoglycemic event requiring medical intervention. When the paramedics arrived they tested the consumer getting a result of 44 mg/dl on their unknown brand of a blood glucose meter. During the call to customer support, a control solution test was performed showing the test strips to fall in range. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because, this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a results of that investigation, a follow-up report be filed.